Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the male end of the tubing popped off of the angiocath and leaked while the patient was undergoing an or procedure. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of male end popped off of the angiocath and leaked could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.